Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had non delivery of bolus. The patient¿s blood glucose was unknown at the time of the incident. Test done with bolus prime and no insulin was seen at the end to the tubing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. Prime/fill anomaly not confirmed.